Event description:
At approx 7:00 am, nurse reportedly picked up container. Syringe was protruding through side of container and nurse was stuck in abdomen. She was sent to ER immediately to initiate screening process.